Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, all the keypad buttons responded to user inputs during testing, all the keypad buttons also sprung back during testing; however, there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up and down arrow keypad buttons are unresponsive when pressed. The patient also claimed that the buttons stick when pressed. There was no adverse event associated with this complaint.